Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragments of coiled wires are identified'), device dislocation ('migration /essure device in the abdominal cavity'), perforation ('perforation/ perforated') and embedded device ('embedded in the myomatous tissue') in a female patient who had essure (batch no. B60751, c03089) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included syncope vasovagal since 2000, drop in blood pressure since 2000 and passed out since 2000. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criterion medically significant), embedded device (seriousness criterion medically significant), abdominal distension ("severe bloating") and loss of consciousness ("I almost still do pass out") and underwent endometrial ablation ("ablation"). The patient was treated with surgery (essure device removal, essure removal; and essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, device dislocation, perforation, embedded device, abdominal distension, loss of consciousness and endometrial ablation outcome was unknown. The reporter considered abdominal distension, device breakage, device dislocation, embedded device, endometrial ablation, loss of consciousness and perforation to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: medical device removal. Batch no: b60751, production date: 2013-08-14, expiration date: 2016-08-31. Batch no: c03089, production date: 2013-12-03, expiration date: 2016-12-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2020: quality safety evaluation of ptc (product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), perforation ('perforation') and endometrial ablation ('ablation') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included syncope vasovagal since 2000, drop in blood pressure since 2000 and passed out since 2000. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criterion medically significant), abdominal distension ("severe bloating") and loss of consciousness ("I almost still do pass out") and underwent endometrial ablation (seriousness criterion medically significant). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, perforation, endometrial ablation, abdominal distension and loss of consciousness outcome was unknown. The reporter considered abdominal distension, device dislocation, endometrial ablation, loss of consciousness and perforation to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-feb-2020: pfs received. New event migration or perforation was added. Essure removal date was added. Processed with fu dated 03-jul-2020. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e-free') and endometrial ablation ('ablation') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included syncope vasovagal since 2000, drop in blood pressure since 2000 and passed out since 2000. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and endometrial ablation (seriousness criterion medically significant) and experienced abdominal distension ("severe bloating") and loss of consciousness ("I almost still do pass out"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, endometrial ablation, abdominal distension and loss of consciousness outcome was unknown. The reporter considered abdominal distension, endometrial ablation, loss of consciousness and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2020: social media received- new event medical device removal was added. Reporter information added. Case category updated to serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragments of coiled wires are identified'), device dislocation ('migration /essure device in the abdominal cavity'), perforation ('perforation/ perforated') and embedded device ('embedded in the myomatous tissue') in a female patient who had essure (batch no. C03089, b60751) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included syncope vasovagal since 2000, drop in blood pressure since 2000 and passed out since 2000. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criterion medically significant), embedded device (seriousness criterion medically significant), abdominal distension ("severe bloating") and loss of consciousness ("I almost still do pass out") and underwent endometrial ablation ("ablation"). The patient was treated with surgery (essure device removal, essure removal; and essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, device dislocation, perforation, embedded device, abdominal distension, loss of consciousness and endometrial ablation outcome was unknown. The reporter considered abdominal distension, device breakage, device dislocation, embedded device, endometrial ablation, loss of consciousness and perforation to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: medical device removal quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 24-jul-2020: mr received: lot number was added, reporter was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.